Event description:
An altitude alarm was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer arranged to use multiple daily injections (mdi) as a backup therapy and received a replacement pump from technical support, along with guidance on handling both the old and new pumps.